Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: device was confirmed the fall-off the tissue pad, but this event was occurred outside of the patient body. There was no problem for the patient¿s condition. The surgeon discarded the broken tissue pad. No piece fell in to the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a thoracoscopic pneumonectomy, ¿remove instrument from patient¿ was displayed. The blade was cleaned, but the device did not function. The tissue pad fell off the clamp arm. The device did not activate so much without clamping any tissue. The surgeon commented that the device did not touch the forceps or the staple. The blade tip was not broken off. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade scratched and cracked. Additionally, the tissue pad was shifted to proximal side. The tissue pad was not detached as reported by the account. During functional testing on gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. It should be noted that product failure is multifactorial. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Tissue pad shift is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.